Event description:
Medtronic received information that damage (physical or cosmetic), failed batt test, unexpected battery power loss, pump error 23, charge/battery lasts less than expected, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged the following: charge/battery lasts less than expected, failed battery test, pump error 23, unexpected battery power loss & cosmetic damage located at battery compartment and battery cap & high bgs found on (B)(6) 2021. Device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, however, the retainer ring was noted as damaged during visual inspection. The unit failed to pass the self test due to partial display. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or on event date in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The unit was received with no battery cap. The following were noted during visual inspection: scratched case, cracked case, broken battery tube threads, stained keypad overlay, pillowing keypad overlay, missing display cover, cracked case (battery tube), cracked retainer, serial number label missing, cracked glass. Charge/battery lasts less than expected, failed battery test, pump error 23, unexpected battery power loss is not confirmed. Cosmetic damage is confirmed at battery compartment. Cosmetic damage is unknown for battery cap. Additional cosmetic damages were noted on unit. Unable to confirm high bgs during testing. Moisture damage was found and located on the motor. Partial display is confirmed due to cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.